Manufacturer narrative:
H3: product analysis part# 55840006550; lot# h5890562 - after visual and optical examination, it appears that the threads of the screw has been damaged. It appears as if the threads have been cut with a saw or some kind of grinding wheel. This is consistent with some force being applied. H6: updated eval. Code method and eval. Code result post analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with 2 screws in an open spondylodesis at l5/s1 for spondylolisthesis l5/s1. It was reported that post-op, a screw broke and a revision surgery had to be done because the whole construct became loose and the patient was in pain as a result. In addition, another screw also had a break. The broken screws needed to be replaced by other ones in a revision surgery. The reported products and the package looked normally as they should. No further complications were reported/ anticipated.